Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he removed a sensor from his body yesterday but that the sensor was short; he is not sure if some of it broke inside his body or not. The patient's blood glucose at the time of incident is unknown. The patient found the sensor difficult to remove from his abdomen, but stated that the insertion process was just fine. The customer returned the sensor for analysis and two replacement sensors was shipped to his residence.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted in side of the sensor base and the insertion needle was bent inside of the needle base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.